Event description:
Boston scientific (bsc) crm received information that this atrial lead dislodged and the physician was concerned the helix was damaged from the initial implant, therefore a new atrial lead was attempted. After attempting the second lead, the physician elected for a new model, as this lead would not stay fixated to the atrium.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.